Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Device interrogation revealed higher than normal thresholds. Then it was discovered that the atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition post procedure.